Event description:
The pt experienced a shocking/jolting sensation in her groin area and a loss of therapeutic effect. It was suspected that the lead had "snapped". There was no known accident or incident related to this event. She was re-directed to her healthcare professional. The physician confirmed pt symptoms of lack of effect and no stimulation sensation and attributed the event to the lead. Impedance measurements showed >4000 ohms. It was noted that the pt was very active and practiced kick boxing exercises which was the likely cause of the event. A lead revision/replacement was planned for the pt. The pt's outcome was reported as recovered without sequelae.

Manufacturer narrative:
(B) (4).